Event description:
The lay reporter/wife contacted lfs in 2009, alleging inaccurate high readings on her husband's one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient has been hospitalized for four weeks about 2 months prior, due to two operations on his back bone. While in the hospital, he tested his blood glucose on his meter and noticed that his readings were slightly higher than usual. Due to the elevated reading, he took an increase of insulin on his own and later felt dizzy an hour later after taking the insulin. He claimed that this has happened several times while his stay in the hospital. When this would happen, the nurse would test his in the hospital device; however, none of the readings were provided and the patient was treated with oral glucose and his symptoms would last approximately 10-15 minutes. While his stay in the hospital, he compared his meter to the hospital device. His lfs meter read 160 mg/dl and the hospital's meter read 120 mg/dl. He tests his blood glucose at least 5x a day. While his stay in the hospital, the physician tried to adjust his insulin accordingly; however, the patient refused to follow the advice given and adjust the insulin on his own. The patient has had the meter for one year and did not have control solution to run a quality control test. The technique of applying blood on the test strip was correct and the patient had been cleaning the puncture area correctly. The patient's product was replaced. The complaint is being reported, since the patient alleged that due to the elevated reading, he took an increase of insulin; however, approximately an hour later, had to receive medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.